Event description:
"A pt received surgiwrap during abdominal surgery and later experienced abdominal pain." A re-operation was performed approximately 6 months post-op and about five (5) pieces of surigwrap were explanted.